Event description:
The disosable IV cassette that was inserted into the IV pump failed seconds after being inserted into the pump. The nurse tried inserting into a second pump without success. The device was then thrown into the trash and a new cassette installed. This device failure along with other general care complaints was reported to the nurse in charge of the ER who took a written complaint. There seemed to be a genereal lack of device reporting knowledge and or sop's and no follow-up has been done.